Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event as well as device serial number and other identifying information; however, no further information was provided by the customer. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. The IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had refractory ventricular arrhythmias following left ventricular assist device (lvad) implantation that was treated with three different ablation approaches. The patient first developed heart failure at the age of 47 and was diagnosed with dilated cardiomyopathy. At age 51, a cardiac resynchronization therapy defibrillator (crt-d) was implanted for primary prevention. Despite this, the patient experienced repeated hospitalizations for heart failure and was registered for heart transplantation (status 2) at age 58. At age 59, due to recurrent heart failure hospitalizations and multiple appropriate implantable cardioverter-defibrillator (ICD) shocks, a heartmate 3 lvad was implanted. On postoperative day 8, they developed ventricular arrhythmias and was discharged after initiation of antiarrhythmic medications. Post-discharge, they continued to experience recurrent hospitalizations due to ventricular arrhythmias, requiring the administration and dose escalation of four different antiarrhythmic drugs. Four months postoperatively, the patient was hospitalized for sustained ventricular tachycardia (vt). Electrophysiological studies revealed ten types of vt, with circuits suspected to originate from the deep myocardium extending from the anterior wall to the septum and involving the epicardium. Endocardial substrate ablation was performed on the septal surface from the left ventricular endocardium, and the patient was discharged. Seven months postoperatively, they were readmitted due to worsening heart failure and vt recurrence. Echocardiography revealed worsening aortic regurgitation with left ventricular dilation, and conservative management proved difficult. At ten months postoperatively, they underwent aortic valve repair (park¿s stitch) and tricuspid valve repair, along with additional epicardial ablation. Epicardial mapping was performed via thoracotomy, revealing arrhythmogenic substrates in the anterior wall and deep septum. Cryoablation was performed on the basal anterior wall of the left ventricle, avoiding the coronary arteries. However, fifteen months after the initial lvad implantation, the patient was readmitted for sustained vt. Multiple episodes of vt occurred during hospitalization, and additional catheter ablation targeting the residual septal region was planned. After mapping the coronary arteries and veins, chemical ablation using ethanol was performed via the first septal perforator branch, targeting the intramural channel. Vt was terminated during ethanol injection. The patient was discharged without complications and has remained free of vt to date. In this case, successful treatment was achieved through a combination of epicardial cryoablation and chemical ablation targeting the intramural substrate via the septal perforator branch.